Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient developed a cardiac arrhythmia. The arrhythmia did not result in clinical compromise. Their ventricular rates were between 130-140 bpm with persistent right ventricular dysfunction. An electrophysiology consult was planned to determine the etiology of the ventricular tachycardia (vt). It was noted the patient did not have a previous history of arrhythmias. An electrocardiogram was performed on (B)(6) 2021 and the patient was treated with an ablation. The patient was on inotropes for 8 days post implant. On (B)(6) 2022 the patient was given vasodilators to treat the right heart failure. A supraventricular arrhythmia ablation of sinus tachycardia was successfully performed on (B)(6) 2022 and the patient required a prolonged use of inotropes of 10 days post implant. This slowed down the sinus rate to around 100 bpm. The patient was eventually discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia and right heart failure could not conclusively be determined. The patient remains ongoing with heartmate 3 lvas, serial number (B)(6) and no product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia and right heart failure as a potential adverse event, as well as lists cardiac arrhythmia as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's right heart failure resolved without sequelae on (B)(6)2022.